Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime and compromised forced sensor system test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that their device is giving customer motor error alarm during bolus, and it has happened more than once. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.